Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause was unknown. Treatment was not reported. Six days later, the patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd893990, and no issues were detected during the manufacturing of this batch. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).